Event description:
A customer reported a low reading with the adc device. The customer obtained an unspecified low sensor scan result compared to a result of 600 mg/dl obtained by a laboratory test. As a result, the customer experienced a loss of consciousness and reported being taken to the hospital where their glucose level was tested. The customer received unspecified treatment by a healthcare professional for the diagnosis of hyperglycemia. No further details were provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.